Event description:
We purchased a malem bed-wetting alarm online last week and it has not been working correctly since the first day. Every time I put in batteries, the alarm starts vibrating. It goes beyond. The vibration is light, but significant enough to heat up the device. Something is stuck inside the device that is causing it to heat up and vibrate like this. I wasn't sure that it would heat any further and let my son sleep with it, only to find out 30 minutes later it burnt his skin. The bed- wetting alarm plastic has bent from the heat and my son's neck has been scarred. We have treated him for minor burns and bruises at the nearby clinic.